Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows heavy signs of use. There is heavy marking on the screw head. The screw has fractured where the screw shaft meets the screw head. The complaint is confirmed. A determination cannot be made as to what caused the screw shaft to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item(s). However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure approximately one (1) month ago, the screw broke from the root. The surgeon was able to remove the broken piece from the patient before completing the surgery. Attempts have been made and no further information has been provided.